Manufacturer narrative:
One cadd-ms3 ambulatory infusion was returned for analysis in good condition. The customer's stated problem was verified. Inspected the pump and powered up, it alarmed and displayed error code 77. The error code 77 was referenced to motor or microprocessor board issue. Further investigation of the pump and determined that the microprocessor board was defective and the root cause of the issue. The microprocessor board will be replaced.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump displayed a system fault error. There was no patient involvement.